Event description:
It was reported to philips that the wireless footswitch was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and assisted in the installation of a new wireless footswitch and its pairing with the base station. This case was initiated for the purpose of part installation. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This case was initiated during the installation process, and there have been no new malfunctions or recurrence of issues. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.